Event description:
The customer stated that elevated architect vancomycin results (> 100 ug/ml) were generated from three patient samples. The customer provided data from one patient. This patient sample generated a result of > 100 and a result of 24.7 was generated after the sample was respun. The sample was then tested at another facility using the same reagent and a result of 23.9. Another sample from the patient was run and a result of >100 was generated. The sample was respun and a result of 32.5 was generated. No impact to patient management was reported. The customer was referred to the product information letter available per (B)(4).

Manufacturer narrative:
(B)(4) high test results: an evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on march 21, 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available. The additional sample centrifugation as instructed in product correction letter of (B)(4) will continue to be followed by us customers, while pending the us 510k submission clearance and launch of the new product.